Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Sensors are alerting calibration errors. Customer stated that sensors are defective. The blood glucose reading is 248 mg/dl. Customer is not happy with the sensors. The decreased to 160 mg/dl. Nothing further reported.